Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9625 hex driver broke during a reverse shoulder replacement procedure. The tip of the driver broke off and was left in the superior screw head on the mgs baseplate. The surgeon was unable to retrieve. The case was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.